Event description:
A report was received that the patient's pocket is uncomfortable due to the ipg protruding at the pocket site. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 (B)(4) description: enh st ld kit. Additional information was received that during the pocket revision the physician could not get the ipg positioned to where it was comfortable for the patient and the physician chose to explant the entire system. Devices were working properly. The patient was reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patient's pocket is uncomfortable due to the ipg protruding at the pocket site. The physician has recommended a pocket revision.